Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the delivery device was removed, the capsule had fallen and was found in the esophagus, they pushed it into the stomach. The pt was not injured following the procedure.